Event description:
It was reported, that while the rn prepared to replace a trach. Using the patient's previously sterilized trach, balloon testing was not working. The water should be inflating the balloon. Instead, it was squirting down into the trach tube. Trach size: 3.5. No adverse patient effects were reported.

Manufacturer narrative:
D4: lot number, expiration date, and h4: manufacture date are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.